Event description:
It was reported "powerloc max extension set tubing broke" additional info. Received 02.24.2022: at what point during device use (i.e. Insertion, infusion, removal) did the break occur? Infusion. Any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. A patient¿s port was accessed with a power loc infusion set . At some point, the tubing broke just below the cap. This exposed his port to a non-sterile environment, and allowed blood to flow freely into his bed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfpf060 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted an infusion set. The depicted portion of device included the luer adapter and a portion of extension tubing. Use residues were visible within the device and an injection cap was attached to the luer adapter. A partially circumferential split was observed at the luer/tubing joint. Damage was visible in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and material fatigue.

Event description:
It was reported "powerloc max extension set tubing broke" additional info. Received 02.24.2022: at what point during device use (i.e. Insertion, infusion, removal) did the break occur? Infusion. Any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. A patient¿s port was accessed with a power loc infusion set . At some point, the tubing broke just below the cap. This exposed his port to a non-sterile environment, and allowed blood to flow freely into his bed.